Event description:
It was reported that an external pulse generator displayed an error code when powered up. Technical services explained possible causes for error and how to clear it. The biomedical engineer was unable to duplicate error. The device remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).